Manufacturer narrative:
Product analysis: one 7f sherpa guide catheter was received for analysis. The device was kinked at the proximal side hole. Wire braid was exposed at the proximal side hole and the segment material was split on both sides. A 0.038¿ wire was passed through the catheter with no resistance noted. The ID measured 0.080¿ the od measured 0.094¿, both meeting specification. No other deformation was noted to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was attempted to be used. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was not inspected. The device was prepped with no issues. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the catheter quickly kinked at the primary curve when the guide liner was being passed through the sherpa. No patient injury reported. Analysis of the returned device revealed that the wire braid was exposed at the proximal side hole and the segment material was split on both sides.